Event description:
The pt has a vp shunt placed in 11/93, with a revision of the shunt done in december of the same year. On the morning of admission, the pt began to complain of bifrontal headache with nausea and vomiting and had lethargy. She was also experiencing confusion and slurred speech. A cranial CT was done which showed some ventricular enlargement since an MRI in 1996. The pt was sent to surgery, the u-shaped cranial incision was reopened. The rickman reservoir was exposed. The ventricular catheter was removed and found to be plugged with proteinaceous debris. The ventricular catheter was replaced. The peritoneal catheter was also checked and found to be sluggish. The subxiphoid abdominal incision was opened and new distal slit-end, low pressure peritoneal catheter was implanted. The previous rickham reservoir and peritoneal catheter was removed.